Event description:
The customer reported the system displayed ma sensor and high ma error codes. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface and backplane boards were replaced. The system was then found to be operating as intended.